Event description:
It was reported that the right ventricular lead exhibited high capture threshold. Upon visualizing the lead under fluoroscopy, it was noted that the lead had dislodged from the right ventricular apex. The lead was explanted and replaced. The patient was stable prior, during and post procedure.